Manufacturer narrative:
H3: device not received by manufacturer. B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not attached properly. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg: 1/16/2024. One device was returned for evaluation. Visual inspection revealed a downstream occlusion (dso) seal bubble and scratched lcd lens. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; ¿cassette not attached properly¿ was found. The root cause was determined to be a bad latch lock. The latch lock was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.